Event description:
This spontaneous case was originally reported by a consumer with additional information received through social media and describes the occurrence of medical device removal ("medical device removal (amputation of uterus)") in a 55 year-old female patient who had essure inserted for pelvic pain. Product or product use issues identified: off label use of device ("used device for pain"). Medical conditions: other products: no. On (B)(6) 2024, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of medical device removal was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: batch/lot number: no - doctor sent off to pathology. Dates when patient was in hospital for amputation of uterus: unspecified to unspecified reporter seriousness for amputation of uterus: intervention required dates when patient was in hospital for I had to have a ful hysterectomy: unspecified to unspecified reporter seriousness for I had to have a ful hysterectomy: intervention required. Amputation of uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer with additional information received through social media and describes the occurrence of medical device removal ("`medical device removal (amputation of uterus)") in a 55 year-old female patient who had essure inserted for pelvic pain. Product or product use issues identified: off label use of device ("used device for pain"). Medical conditions: other products: no. On (B)(6) 2024,, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of medical device removal was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: batch/lot number: no - doctor sent off to pathology. Dates when patient was in hospital for amputation of uterus: unspecified to unspecified reporter seriousness for amputation of uterus: intervention required dates when patient was in hospital for I had to have a ful hysterectomy: unspecified to unspecified reporter seriousness for I had to have a ful hysterectomy: intervention required. Amputation of uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.